Event description:
It was reported that the patient presented to an implant procedure. After fixating the atrial leadless pacemaker failure to capture was noted. The device was unfixed, and a cardiac perforation was observed resulting in cardiac tamponade and pericardial effusion. The device was retrieved and a pericardiocentesis was successfully performed. The patient condition was stable.